Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the debris shield was having a spot, therefore, replaced. Also, was found that the power output was low in fourth cavity, due to that the brick was replaced, and the console was aligned. Since the debris shield was found damaged, the reported event was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that there was a debris shield problem. There was no patient involved. Additional information provided stated that the console was inspected and was a low power output in fourth cavity, therefore, the brick assembly was replaced. The console was aligned and worked properly.

Event description:
It was reported that there was a debris shield problem. There was no patient involved. Additional information provided stated that the console was inspected and was a low power output in fourth cavity, therefore, the brick assembly was replaced. The console was aligned and worked properly.